Event description:
It was reported the patient experiences pain at the ipg site whether stimulation is on or off and after recharging. The patient is scheduled to meet with an sjm representative for troubleshooting.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.